Event description:
A malfunction was reported involving a missing rubber piece from the port, issues with charging due to inconsistent connection, a scratched screen protector, and a chunk of plastic missing from the usb area near a screw. There was no adverse impact to the customer's blood glucose level. The customer declined technical services for the reported issues.